Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that their therapy from the implantable neurostimulator (ins) was not adequate. The patient stated that the stimulation did not feel like it was in the correct location. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.